Manufacturer narrative:
Please see MFR #'s 3012307300-2018-02335 and 3012307300-2018-02337 for related device incidents.

Event description:
It was reported that a nurse was able to insert the IV catheter needle into the patient's vein, but threading the catheter off the needle was difficult to impossible. It was further reported that this caused the patient pain. No additional patient details were provided.